Manufacturer narrative:
(B)(6). There were multiple reports submitted for this event: MFR# 0001822565-2018-00423, MFR# 0001822565-2018-00525, MFR# 0001822565-2018-00526. Concomitant: nexel total elbow humeral component pn00840004410 ln63662807, nexel total elbow vivacit-e highly crosslinked polyethylene articulation kit pn00840009400 ln63622905, nexel total elbow vivacit-e highly crosslinked polyethylene articulation kit pn00840009400 ln63628579. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was implanted into the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent initial elbow surgery. Bone prepared as per surgical technique and trial components were used to assess the range. Definitive components were then cemented in and, after the cement had cured, the surgeon attempted to reduce the joint but was unable to reduce it. The surgeon commented that a contributing factor might have been ulnar component malposition. Following a surgical delay of 2 hours, the surgeon trimmed the central portion of the poly bearing to improve the fit tolerance of the bushings. No patient impact was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.